Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. Correction: g3: of the initial medwatch should have been (B)(6) 2024 and not (B)(6) 2024, as initially reported. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that error b30 was displayed, because communication with the scope failed, due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited a faulty scope socket and function control, giving a scope communication error (b30 error). There were no reports of patient involvement.